Event description:
Healthcare professional (hcp) reports patient (pt) complained of chills and chest pain and was noted to have a fever of 102f one to two hrs into the pt treatment (tx) using a ca 110 dialyzer. Pt was removed from the therapy and sent to an ER. The hcp reports the pt was released several hrs after admitted to ER. Hcp does not know tx administered to pt in ER. Hcp later reported pt's permacath hemodialysis access was found to be infected (organism unk) and pt treated with antibiotics. Hcp reports pt is fully recovered.